Manufacturer narrative:
Correction to g3: date received by manufacturer: june 19, 2026.

Event description:
It was reported that the patient had their system explanted on an unknown date for an unknown reason.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Further information was requested but not yet received.

Event description:
Additional information indicates that the removal was due to device migration of lead and ipg which made it uncomfortable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.